Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamps in the problem area needed replacement. The tip clamps were replaced. The instrument was tested without further problem and returned to service.